Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The lesion being treated was located in the 90% stenotic and severely calcified left anterior descending artery (lad). The procedure was completed with another of the same device, and no pt complications were reported. Patient status was reported as 'good'.